Event description:
A complaint was received regarding a plum 360 infusion pump, in which it was reported that there was an over-infusion. At around 1300 hours, a nurse spiked and primed a new 100 ml propofol bottle and programmed the pump to run at 5 mcg/kg/hr (approximately 3.3 ml/hr). Around 1545 hours, the nurse noticed the propofol bottle was almost empty. The nurse confirmed there was no leakage and verified that the pump was running at the correct programmed rate. The charge nurse double-checked the pump and reviewed iaware (cerner), which showed the pump maintained the correct rate with no titrations. A new bottle was spiked and started on a different pump, and the original pump was removed from service.

Manufacturer narrative:
Investigation summary: since no product samples, pictures, or videos were received for investigation, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device service history review couldn't be performed due to the unknown serial number for this complaint.